Manufacturer narrative:
Insulin pump had no button error alarm, frozen screen or blank display during testing noted. Act button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reported a frozen display on her insulin pump. The customer stated her insulin pump froze when she attempted a bolus delivery. She then reported receiving a button error alarm after the insulin pump froze. The customer's blood glucose was 178 mg/dl. The customer could not recall any significant events prior to the alarm occurring. Customer declined to troubleshoot for the frozen display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)